Event description:
The customer reported a defective sleeve.

Manufacturer narrative:
Please note corrections to section d9/h3, the device was returned; and h6 (device, component, method, results and conclusion codes). The reported event could be confirmed since cracked handle can be considered as the reported defect. The device inspection revealed the following: the tissue protection sleeve was returned for evaluation. The visual inspection has shown that the plastic handle on top of the device has a crack. Below the cracked handle are very strong impression marks form a tool, most likely a gripper, visible at the shaft. This indicates that inappropriate handling did lead to the damage of the handle. In general is the device in a very used condition, the edges at the forefront are rounded and there are stress marks form often and intense use visible in the bore. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Wear and tear may also have played a certain role as the returned instrument was obviously often and intense used since it was manufactured in the year 2018. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported a defective sleeve.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported a defective sleeve.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.